Manufacturer narrative:
Revision occured on or about (B)(6) 2015.

Event description:
It was reported that patient underwent a revision surgery due to pain, failed left hip resurfacing secondary to metallosis, left periprosthetic femur fracture, pseudotumor, metallic debris, osteolysis, and significant metallosis lytic lesions in the proximal femur.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain, failed left hip resurfacing secondary to metallosis, left periprosthetic femur fracture, pseudotumor, metallic debris, osteolysis, and significant metallosis lytic lesions in the proximal femur. The bhr head and bhr cup were removed during surgery. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This (B)(6) male patient underwent a revision of the left bhr approximately 7 years post implantation. It was stated in the op-report that the patient sustained a periprosthetic fracture to the left hip while playing tennis. The report additionally indicates the surgeon determined intraoperatively that this was a "pathologic fracture, as there was a significant amount of metallosis and lytic lesions along the entire aspect of the proximal femur". Therefore, the surgeon decided that once the metallic debris was debrided and the femoral shaft was repaired with 4 cerclage wires, a complete revision procedure would be required the following week. The revision op-report indicates that an MRI as well as metal ion levels were obtained, however no results/reports have been provided. It was reported that the revision "[?]involved the clearing of significant soft tissue metallosis debris." The reported clinical symptoms of pseudotumor, osteolysis, metallosis pathologic fracture, and lytic lesions may be consistent with an adverse reaction to metal debris, however this cannot be confirmed, based on the information provided. The future patient impact beyond the revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.